Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the sample plunger assembly was misaligned to the bottom of the cuvette. The cse re-aligned the sample plunger assembly to the bottom of cuvette. The customer utilizes approximately two-hundred tests per month for patients. The cause of the discordant, false positive txm and false negative txp results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive toxoplasma quantitative igm (txm) and false negative toxoplasma quantitative igg (txp) results were obtained on one patient sample on an advia centaur xp instrument. The discordant results were reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting similar to the initial results. The new sample was sent to an alternate laboratory and was repeated on an alternate platform, resulting negative for txm and positive for txp. The patient went to another laboratory and was tested on an alternate platform, also resulting negative for txm and positive for txp. The negative txm and positive txp results matched the results of a previous sample for the patient. A new sample was obtained from the patient and was repeated on the original instrument, resulting similar to the initial results. The corrected results from the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive txm and false negative txp results.

Manufacturer narrative:
The initial MDR 2432235-2015-00551 was filed on november 24, 2015. Corrected information (12/04/2015): the discordant, false positive toxoplasma quantitative igm and false negative toxoplasma quantitative igg results were not reported to the physician(s).

Event description:
Discordant, false positive toxoplasma quantitative igm (txm) and false negative toxoplasma quantitative igg (txp) results were obtained on one patient sample on an advia centaur xp instrument. The discordant results were not reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting similar to the initial results. The new sample was sent to an alternate laboratory and was repeated on an alternate platform, resulting negative for txm and positive for txp. The patient went to another laboratory and was tested on an alternate platform, also resulting negative for txm and positive for txp. The negative txm and positive txp results matched the results of a previous sample for the patient. A new sample was obtained from the patient and was repeated on the original instrument, resulting similar to the initial results. The repeat results from the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive txm and false negative txp results.